Event description:
It was reported that while preparing to insert the PICC, discovered that the catheter had cracks. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter was confirmed. The product returned for evaluation was one 5 fr dl groshong nxt catheter. A longitudinally aligned split was observed extending from the distal end of the molded joint to the 56 cm depth marker of the catheter tubing. The split had fracture edges which were slightly rounded and somewhat uneven. The fracture surfaces were observed to be mostly flat and granular in texture. Based on the features of the split, it is possible that over-pressurization of the catheter may have contributed to the observed damage; however, there is insufficient evidence to conclusively determine the root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that while preparing to insert the PICC, discovered that the catheter had cracks. There was no reported patient injury. No other information was provided.